Event description:
Ventilator went vent inop and alarmed while being prepared for use. There was no pt involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech replaced the oxygen motor controller board. Performance verification testing was performed and the ventilator passed per specifications. Factory failure analysis of the oxygen motor controller board confirmed a transistor shorted on the board.